Manufacturer narrative:
On june 30, 2020 mentor became aware that it erroneously placed the wrong value in h5 of the initial report submitted on that same date. The correct value is yes. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with unknown mentor smooth gel implants experienced left sided rupture and right sided cutaneous contour deformity post procedure. The right sided was described as wrinkling. The patient visited the physician¿s office and received a medical diagnosis for the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-08050 for contralateral prosthesis report.